Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted with 5 proglide devices: 4 at the right common femoral artery (rcfa), 1 at the lcfa using the pre-close technique, via a 6fr sheath prior to an interventional thoracic aortic aneurysm (taa) procedure. When the first and second proglides were used at the rcfa, as the plungers were retracted, link breaks occurred. The sheath was upsized to 20fr and the taa procedure was completed. Finally, hemostasis was achieved with 2 proglides in the rcfa and 1 in the lcfa. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.